Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) with pulse field ablation (pfa) procedure with a varipulsetm catheter and the patient suffered a stroke with respiratory muscle training (rmt) performed. After the procedure, the patient had a stroke and rmt performed. The patient was asymptomatic. No rmt completed prior to the procedure, so no baseline is possible. During the procedure, patient was monitored for micro-bubbles, by a neurologist. The patient was either in typical atrial flutter at time of procedure or had persistent atrial fibrillation (af). Anti-coagulation was monitored during the procedure and an act level of 350 was maintained, as per protocol. Additional information was received on 15-apr-2025. No baseline from patient to compare and determine if the procedure / device was the cause. There are signs of stroke on computed tomography/magnetic resonance tomography (CT/mrt), but patient is asymptomatic. The patient did not require extended hospitalization because of the adverse event. No catheter exchanges reported, and one transseptal puncture site performed. No intracardiac echocardiography (ice) used for this procedure, and cerebrovascular monitored during the entire procedure. No excessive micro bubbles observed. Flow rate before and during ablation was 4ml/min. Pre-ablation thrombus check was performed with transesophageal echocardiogram (toe). The patient did not have anatomical abnormalities. Additional information was received 29-apr-2025. The event occurred after; however, cannot specify the exact time frame (between hours to a few days post-procedure). This was a new procedure. The sheath was not exchanged. The act level of >350 sec was maintained, with 20 minute interval monitoring. It was not known if the patient had a previous history of stroke. Hence, this is why the physician said that he cannot know if it was caused by the varipulsetm catheter procedure. No impedance errors noted during the procedure. No previous CT scan or MRI. No ablation performed outside of the pvi.

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 08-sep-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that patient was treated for either persistent afib (psaf) or typical atrial flutter. The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. In addition, corrected h6. Investigation conclusions to include "cause traced to user (d11) and h6. Investigation findings to include "usage problem identified (c23)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 15-sep-2025, noted a correction to the 3500a follow-up #1 as in h11 included in error the following: ¿in addition, corrected h6. Investigation conclusions to include cause traced to user (d11) and h6. Investigation findings to include usage problem identified (c23)." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).